Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 02 - attachment: [04-30-2018 oto supplemental 02.xlsx]

Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting e2013037. Reporting period february 1, 2018 through march 31, 2018. Total number of events ¿ 160, artisyn y-shaped mesh - 2, gynecare gynemesh ps - 158 .

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted.  It was reported that she experienced pain, erosion of her internal bodily tissue, cystocele, infection, urinary problems, dyspareunia and vaginal scarring.  The patient underwent cystoscopy; robotically assisted laparoscopic resection of sacral colon (B)(6) 2016. On (B)(6) 2017, the patient underwent cystocele repair using a cell and cystoscopy. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 04 - attachment: [04-30-2018 oto supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/26/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 01 - attachment: [04-30-2018 oto supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.